Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient expired due to unknown reasons. Date of patient's death and implant duration are unknown. No further information was provided. Information learned from implant patient registry.